Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and a leak was observed on the coiled tubing located inside the housing. The reported condition was verified. The leak was caused by a cut, approximately 3 mm in length, located on the coiled tubing. However the cause of the cut was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.